Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok button was under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 27-mar-2019 with the following findings: during investigation, the pump powered on with audible and vibratory features functioning and a blank display. The keypad button response was not able to be investigated due to the blank display issue. The keypad was removed and no evidence of contamination was observed on the button contacts. Unrelated to the complaint, investigation revealed the electronically erasable programmable read-only memory (eeprom) component was cracked. The unrelated blank display issue was due to the failed eeprom component.